Event description:
It was reported that a suction loss during laser fire occurred using the patient interface. The procedure was switched to photorefractive keratectomy (prk). No further information provided.

Manufacturer narrative:
Additional narrative information: age at time of event: unknown/ not provided. Date of birth and gender: unknown/ not provided. Patient weight: unknown/ not provided. Ethnicity and race: unknown/ not provided. Lot number#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. Device evaluation: since the lot number was not provided/cannot be obtained through reported information. Manufacturing record and complaint history review cannot be performed due to the lack of lot number. Product investigation cannot be completed at this time. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 06/21/2022 section h3: device evaluated by manufacturer: yes. Device evaluation: four (4) opened pi's were received mixed without identification therefore, were not able to identify which pi belonged to this case. A visual inspection of all returned product did not reveal any obvious defects or damage. Functional testing was performed with all results within specifications. The reported issue could not be confirmed. The lot numbers that were received and tested are: 60324362, 60319240, 60287678, 60238710. Manufacturing records review: the manufacturing records for all the devices were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section h6: health effect - impact code: as part of an internal review of our mdrs it was identified that codes 4624 for surgical intervention was not added to the initial report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Note: acknowledgement 2 for this report was received on 09/22/2022. There was a delay in receiving acknowledgement 3 due to a cdrh system issue. Multiple follow-ups were conducted with the esg help desk. On 10/18/2022 esg responded requesting to resubmit the MDR. Therefore, this report is being resubmitted on 10/20/2022.